Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred during the load sequence. Customer's blood glucose was 329mg/dl. Customer changed the cartridge and insulin was resumed successfully.